Event description:
It was observed during the device evaluation, the ultrasound bronchofibervideoscope exhibited that due to adhesive peeling around the bending tube, the connection between bending section and distal end was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.